Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused the cartridge. Tandem technical support informed the customer that reusing cartridges is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.